Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the packaging of five devices was not perforated at the connection point resulting in open packages. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device, the packaging of five devices was not perforated at the connection point resulting in open packages. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.4. Device manufacture date: 01-nov-2025 investigation summary: bd received 3 photos for investigation. The images show the catalog number, batch number, and expiration date, as well as a portion of an llad strip that was torn due to the absence of perforations in the packaging strip. Additionally, 48 retention samples were evaluated for defective package, poor trim and perforations. No defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for package poor perforation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.